Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified elevated blood glucose (bg) level overnight. Reportedly, the customer's bg was high due to basal settings being incorrect, but declined troubleshooting. The customer's endocrinologist reportedly wanted to wait until the customer's unrelated surgery to make changes to the settings.